Manufacturer narrative:
(B)(4). The serial number (B)(6) recorded on the complaint report matches the serial number on the returned sample. Returned for investigation was a 50cc 8.0fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. Upon return, the distal end of the teflon sheath was noted at approximately 37.1cm from the iabc distal tip; the sheath hub was noted connected to the hemostasis cuff. The one-way valve was tethered to the short driveline tubing. The supplied 50cc inflation driveline tubing was connected to the short driveline tubing; some specks of dried blood were noted within the returned inflation driveline tubing. The short arterial pressure tubing was connected to the iabc luer end; clear fluid was noted within the ap tubing (inp-5). The bladder was fully unwrapped. A bend to the iabc central lumen was noted at approximately 16.5cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was also noted within the iabc short driveline tubing. The customer picture was reviewed; the product/serial number identified in the picture matches the returned/reported product/serial number. Furthermore, the photo showed the iabc inflation driveline tubing and blood was confirmed present within the inflation driveline tubing, which is consistent with the reported event. The bladder thickness was measured at six points with measurements ranging from 0.0065in-0.0072in. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested. No leaks were detected. Full inflation was achieved. The device passed the leak test, and it was tested more than once with the same results. A leak site was unable to be located. It could not be confidently determined what caused the blood to enter the helium pathway. The iabc was connected to an iabp with a lab inventory 50cc inflation driveline tubing. The iabc was inserted into the "t" tube and 100mmhg backpressure was applied. The pumping was initiated, and an alarm was triggered for "possible helium loss 2". This was repeated two separate times with similar results. The iabc was checked for leak sites, but none were able to be located. The iabc was pump tested again for a minimum of 45 minutes. There were no alarms triggered during this pump test. The "possible helium loss 2" alarm could not be duplicated this time. The bladder inflated and deflated completely with each beat. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The risk is acceptable. This will be monitored for any developing trends. The reported complaint of iab leak suspected is confirmed based on visual inspection of the returned sample. Blood was confirmed present within the helium pathway. During the investigation, a leak site was unable to be located. A "helium loss" alarm was triggered during the pump test; however, it coul d not be confidently determined what caused the blood to enter the helium pathway. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the blood in the helium pathway. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.

Event description:
Reported as "iab rupture". It was reported that the iab was removed and not replaced. Therapy was discontinued, the patient was supported with medications, and was stable without iab support. No report of patient injury or harm. The patient condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
Reported as "iab rupture". It was reported that the iab was removed and not replaced. Therapy was discontinued, the patient was supported with medications, and was stable without iab support. No report of patient injury or harm. The patient condition is reported as "fine".